Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 101) was confirmed. Upon evaluation, the unit showed code 101 (av incompatible) and would not progress further when booted up. The root cause for the wrench service code cannot be positively determined but is likely due to either a faulty digital signal processor or defective flash memory. Both components are now obsolete for the 3100 model, so the defective component could not be replaced and tested to perform root cause analysis. No adverse event resulted from the defective component. The patient received a replacement monitor.

Event description:
A (B)(6) year old male patient contacted zoll customer support to report that his monitor displayed a code 101 (av incompatible). The patient was issued a replacement monitor.